Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl: cause was unknown. Customer consumed glucose tablets to address the bg. The customer was instructed to consult with the healthcare provider regarding bg level. Customer acknowledged the pump and related supplies were functioning as intended.